Event description:
It was reported that a spectrum infusion pump had a keypad malfunction. It was also reported that there was no pt injury.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. The eval confirmed and reproduced the reported "keypad malfunctions" caused by a failed keypad. When the functional keys are pressed, an automatic output of the #6 key will occur following the selected key's function (e.g. Numerically: when the #1 key is pressed, 16 will be displayed). The failed keypad was replaced. Baxter has initiated a CAPA to further investigate this issue.